Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid right coronary artery (mrca) with heavy calcification, heavy tortuosity and 90% stenosis. The 4x12 mm nc trek balloon dilatation catheter (bdc) failed to cross the lesion due anatomy. Resistance was met during advancement and removal; however it was remove as a single unit. A non- abbott device was used to complete the procedure but also fail to cross the lesion due anatomy, so the procedure was discontinued. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.